Manufacturer narrative:
H.10. For the reported 28 malfunctions, lot numbers were not provided and samples were not returned. Therefore, the investigation of the reported event is inconclusive for all the reported malfunctions. A definitive root cause could not be determined based upon available information. The devices were labeled for single use. Cantwell, c. P., pennypacker, j., singh, h., scorza, l. B., waybill, p. N., & lynch, f. C. (2009). Comparison of the recovery and g2 filter as retrievable inferior vena cava filters. Journal of vascular and interventional radiology, 20(9):1193-9. Doi: 10.1016/j.jvir.2009.05.037. H10: g3, h6 (conclusion) h11: b5, g1 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 28 malfunctions. A review of the reported information indicated that model unknown g2 vena cava filter allegedly experienced malposition of device, migration or expulsion of device, and difficult to remove. These reports were received from one source. All 28 malfunctions had no reported patient injury. Age, weight, and gender were not provided for the patients.

Manufacturer narrative:
For the reported 28 events, lot numbers were not provided and samples were not returned. Therefore, the investigation of the reported event is inconclusive. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes 28 malfunctions. A review of the reported information indicated that model unknown g2 vena cava filter allegedly experienced malposition of device, migration or expulsion of device, and difficult to remove. These reports were received from various sources. All 28 events had no reported patient injury. Age, weight, and gender were not provided for the patient.